Event description:
Product failed prior to being used on a patient; during pre-op equipment check. During pre-operative room check, it was found that the shears (har36) 36 cm shaft harmonic ace laparoscopic shears (5 mm) in diameter, were not functioning properly and unable to be used in the procedure. See scanned page.